Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-10859. It was reported that during procedure, the implantable cardioverter defibrillator was connected to the leads and the impedance was greater than 3,000 ohms. The device was disconnected from the leads then reconnected and impedance was still greater than 3,000 ohms. The leads were retested without the device and all values were in normal range. A new generator was attempted to be implanted however, after connecting the second generator, the right ventricular lead impedance was over 3,000 ohms. The leads were rested without the device and they were all in normal range. A third generator was implanted, and the right ventricular impedance was still out of range. The programmer was then switched for another programmer and all impedance's were measured in normal range and the device functioned as appropriately programmed. The patient was in recovering condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.